Event description:
According to the reporter, on (B)(6) 2025 a myomectomy/myoma enucleation was performed; two months later, a reoperation was performed inside the vagina due to an inflammatory response associated with an abnormal immune reaction rather than an infection. The small intestine was adhered to the exposed surface of the suture. After myometrium sutures, the small intestine was slowly detached with a squeak. The surgeon mentioned that it was not a big problem because it was recognized that the cause was that the peritoneal suture was not done properly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.